Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, accuracy testing, a search for similar complaints, and a review of labeling. The customer stated an architect i1000sr analyzer generated falsely elevated ca 19-9xr results for one patient. Additional testing completed by the customer indicated that the sample contained an interfering substance. Accuracy testing of a ca 19-9 panel across three architect analyzers generated acceptable results. Tracking and trending identified no atypical complaint activity for ca 19-9 reagent lot 10727m500. Labeling was reviewed and found to be adequate. No product deficiency was identified during the investigation. The issue is likely due to a specific patient sample.

Manufacturer narrative:
(B)(4). A follow up report will be submitted when the evaluation is complete.

Event description:
The customer stated an architect i1000sr analyzer generated falsely elevated ca 19-9 results for one patient. The architect generated a ca 19-9 result of 233.8 on (B)(6) 2012, while rebio methodology generated a ca 19-9 result of 13 u/ml. On (B)(6) 2012 the architect generated a ca 19-9 result of 201.4 u/ml for the same patient. There was no adverse impact to patient management reported.